Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, a specific cause for the driveline infection could not be determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU can be found on the eifu page of the abbott website no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the patient had moderate right ventricular dysfunction and trace aortic insufficiency prior to left ventricular assist device implant. However, the rv function became severely reduced following the implant. The patient experienced symptoms of lower extremity swelling, shortness of breath, weight gain, abdominal bloating, and dizziness. The source of infection was determined to be the driveline with symptoms of pain, increased driveline drainage, and culture was positive for pseudomonas.

Event description:
It was reported that the patient developed right ventricular failure and moderate to severe aortic regurgitation. The patient had history of multi drug resistant organism pseudomonas and was treated with IV antibiotics but continued to be positive. The patient ultimately underwent a heart transplant. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.